Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review and similar complaint review was not performed as lot number was not provided. The manufacturing device history record review was performed prior to product release that the product was manufactured in compliance with the sop. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional on behalf of consumer who had acanthamoeba after wearing the contact lenses. The current status of consumer¿s eye was not known at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).